Event description:
The manufacturer sales representative reported that the clip appeared smashed during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer sales representative reported that the clip appeared smashed during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Upon further review of the complaint information and risk documents, it was determined that this event was not reportable and filed in error.